Event description:
Baxter reported an incident that had occurred at the facility with a colleague infusion pump. The pump was infusing levophed at unk rate. Reportedly, after the IV set change, the pt's blood was backing up the cordis while the pump was running and the pt "crashed". At this time, no additional details are available regarding the event date, rate and concentration of levophed, pt's condition and vital signs when the pt "crashed", pt's demographics, diagnosis and status, medical intervention, and set up of the pump.